Event description:
Getting artifacts when using the neurovascular array coil with the complete hood on. The patient was scanned with the hood on, and without the hood and it worked fine. The error occurred on a brand new coil.the manufacturer found a defective coil and replaced coil.